Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from poland of peritonitis in a male patient coincident with extraneal viaflex therapy for peritoneal dialysis (pd). At the time of this report, it was unknown if extraneal viaflex therapy was ongoing. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient began remedial therapy with ceftazidime and cefazolin. On an unknown date, the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.